Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. Treatment, patient hospitalization and patient outcome were not reported. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Date of birth: the patient was born in 1956. The peritonitis occurred on an unspecified date in (B)(6) 2021. Initial reporter address: (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.